Event description:
New information notes that on (B)(6) 2025, the right ventricular (rv) lead was capped. Device interrogation showed oversensing on implantable defibrillation cardioverter (ICD). The patient condition was stable.

Manufacturer narrative:
Correction: upon further review, the pulse generator should not have been submitted. The incident did not exhibit a malfunction.